Manufacturer narrative:
According to the event reported (psoas pain), we focused our investigation on the cup implanted on (B)(6) 2014 and revised on (B)(6) 2017. The DHR related to the lot# of cup involved (201405213) did not show any anomaly on the 11 delta tt acetabular cups manufactured with the same lot#. No other complaint reported on this specific lot#. 8 of these 11 cups were surely used without receiving other complaints on this lot#.case. From the only one picture sent to limacorporate, showing the explanted delta tt no explants and no pre and/or post revision surgery x-rays were provided for this cup, the cup appears to be well osseointegrated. No surgeon remarks about prosthesis osteointegration and/or about the whole stability. We tried to know more about clinical patient conditions and/or his activity level but, again, no additional information have been provided. Therefore a deeper investigation is not possible. Limacorporate is aware of a total of 8 cases related to post-op pain with a delta tt cup leading to revision. By considering a total of 51634 delta tt acetabular cups (model # 5552.15.xxx) marketed ww since 2007, the occurrence rate is (B)(4)%. None of the above mentioned cases have been classified as product-related; in fact, these cases are not related to a failure (e.g. Mechanical) of the prosthesis itself. The probable cause for these events is a suboptimal positioning of the cup (e.g. Overhanging and/or with incorrect anteversion/coverage). No specific corrective action for this case. Limacorporate will keep monitoring the market to promptly detect any other similar issue. This is a final report.

Event description:
Primary surgery on (B)(6) 2014 with implantation of delta tt cup dia.52mm, delta ceramic liner, ceramic femoral head and h-max s stem. Revision surgery performed on (B)(6) 2017 due to reported psoas pain. No reported malfunction of the prosthesis itself. Surgeon revised by implanting a delta one tt cup (dia. 52mm), a new neutral poly liner, ceramic femoral head and bone screw. Event happened in australia.